Event description:
This lead was capped and replaced due to out of range impedance measurements. There were no adverse pt events reported. Should more information become available, this report will be updated.